Event description:
Related manufacturer reference number: 1627487-2019-05424.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05424. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention was undertaken, during which the migrated leads were explanted and replaced.

Event description:
Related manufacturer reference number: 1627487-2019-05424. Only one lead had migrated, and only one lead was explanted and replaced.